Manufacturer narrative:
Patient had permanent discomfort. No product problem detected. Implant is not broken. The implant is severely damaged by removal (trepanning). Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Patient had permanent discomfort. Implant may have been broken?.